Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the lead was explanted and there was a break or fracture in the lead at electrode 0. It was stated the damage was detected when removing the lead. Upon removing the lead, the lead broke and the electrode remained in the patient. It was stated they were able to retrieve the lead but the lead shouldn¿t have broken in that fashion. Reportedly, the lead was believed to have degraded over time. The patient¿s status was reported as no injury.

Event description:
Additional information received reported the patient was doing well after replacement and was receiving therapeutic effect with no issues.

Manufacturer narrative:
Analysis of the lead, lot #v075268, found the distal end conductor broken from overstress damage. There was no significant anomaly. The #0 conductor was broken from overstress damage near the proximal marker crush site. The #0, 2, and 3 conductors were broken from overstress damage near the electrode weld site. The outer insulation was also broken.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v075268, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v075268, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.